Event description:
It was reported that the caller's pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.